Event description:
In 2008, the customer states, that a pt sample tested using a cell-dyn 1800 analyzer generated the following results: wbc=2.6 k/ul, hgb=10.1 g/dl and plt=27 k/ul. The pt stated, that he was not feeling well and was admitted to hospital the same day. Scheduled chemotherapy was postponed. One day later, blood tests were ordered at the hospital and released obtaining the following results: wbc=2.7 k/ul, hgb=6.9 g/dl and plt=20 k/ul. The customer states, that the pt received 3 units of packed red blood cells on the same day. Six days later, the customer reported that the pt had expired. The customer had no add'l info regarding the date and cause of death, but stated that the likely cause was related to disease process as a result of cancer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.